Manufacturer narrative:
The customer had no further issues after the sample probe was replaced. Based on the information provided, the specific root cause could not be determined.

Manufacturer narrative:
The crep2 reagent lot number and expiration date were not provided. The field service engineer (fse) noted a degraded sample probe; the sample probe was replaced. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of qc issues and discrepant results for 1 patient sample tested for creatinine plus ver.2 (crep2) on a c 111 analyzer with ise. The initial result was 1.4 mg/dl. The repeat result was 0.83 mg/dl. The questionable result was not reported outside of the laboratory.